Manufacturer narrative:
Findings: a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unable to confirm motor error alarm and unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump received cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners, stained end cap sticker, stained address/serial number label and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 297 mg/dl at the time of the incident. The customer was experiencing high blood glucose levels, treated with manual injection and decline to trouble shoot for high blood glucose levels. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.